Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the therapy pcb assembly; however, the cause of the reported failure could not be determined.

Event description:
It was reported that the device had logged multiple fault codes and would not complete a defibrillation charge cycle, therefore could not have delivered defibrillation therapy, if needed. There was no pt use associated with the reported failure.